Manufacturer narrative:
Conversion to open surgical repair is labeled in the IFU. Difficulty in placing device is addressed in the IFU. Event evaluation: still under investigation.

Event description:
Stent graft placement was conducted to a (B)(6) male pt with right approach as an emergency procedure due to rapture of abdominal aorta on (B)(6) 2013. The pt was suitable for endovascular repair though there was severe tortuosity and calcification in the access route and the procedure was conducted as labeled. The delivery system of the device did not advance at all with right approach with ultra stiff wire guide first. Then, wire guide was changed to lunderquist and advancement was attempted again with some force to push it. The delivery system could advance some, but could not reach to the desired position. Then approaching site was changed to the left and advancement of the delivery system was performed with ultra stiff wire guide first, but because it failed, the wire guide was changed to lunderquist. However, it stuck again before reaching to the desired position and it became unable for the physician to advance or remove the delivery system. Stent graft placement was abandoned and the physician decided to conduct an open surgery instead. After that, the delivery system could be removed by pulling it. There has been no adverse effects to the pt reported.